Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed per visual inspection of device. Visual inspection noted a hair like debris was present on the inside of the tyvek lid. However, as the product was returned opened it cannot be determined when hair was introduced to product. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during a hip arthroplasty that a hair was discovered inside the sterile packaging.